Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the customer keeps receiving no delivery alarms on the insulin pump. Customer's blood glucose is 495 mg/dl. Customer treated with a manual injection. Caller stated that he already got the pump back up and running. Caller was advised to make sure the p-cap and reservoir connection were secure and to make sure the insulin was going through the tubing.